Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to low blood glucose levels. Prior to the event, the customer had a tooth pulled, antibiotics were being taken and she became unresponsive at one point. The patient was treated with intravenous drip. The blood glucose reading at the time of the event was 18 mg/dl. The current blood glucose level is 214 mg/dl. No further information was provided.